Event description:
It was reported that artificial urinary sphincter cuff was explanted due to atrophy on (B)(6) 2018. A new artificial urinary sphincter cuff was implanted. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of procedure was chosen as the reported adverse event is known and documented in the labeling. The reported allegation could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Device evaluation.

Event description:
It was reported that artificial urinary sphincter cuff was explanted due to atrophy on (B)(6) 2018. A new artificial urinary sphincter cuff was implanted. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of procedure was chosen as the reported adverse event is known and documented in the labeling. The reported allegation could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.